Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator would not power on. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the allegation could not be duplicated or confirmed. The device was found to operate as designed.